Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The pod reportedly alarmed during wear. The patient was treated with insulin and fluids utilizing intravenous therapy. The patient was released after 3 days. The pod was removed and discarded at the hospital.